Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, the keypad was intact but the contrast button was unresponsive during investigation. The keypad was removed and there was contamination found under all the contacts. Unrelated to the original complaint, the battery compartment was observed to be cracked at the case seal below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the ok keypad button was over responsive. Customer service has made several attempts to contact the reporter to acquire more information. There is no further information available regarding the complaint at this time; if further information is provided, a follow up report shall be made. There was no allegation of an adverse event with this complaint. This complaint is being reported because of the allegation of a keypad issue.